Event description:
It was reported that the patient experienced syncope and presented to the hospital for follow-up. It was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was explanted and replaced with a left bundle branch area pacing (lbbap) lead. During the procedure, it was noted that the pacemaker also exhibited failure to capture. The pacemaker was explanted and replaced. The patient was in stable condition.